Event description:
The following is based on info and medical records included in the initial attorney's report: (B)(6) 1999 - pt underwent anterior and posterior repair with stamey's retropubic urethropexy and a sacrospinous ligament fixation. During this procedure it appears that one piece of bard flat mesh was cut into small pieces and placed bilaterally in the paravaginal space and on the anterior abdominal wall; (B)(6) 2005 - pt underwent placement of a non-bard sling for treatment of urinary incontinence. The bard flat mesh was not visualizing during this procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and the medical records provided contained a limited amount of info. We have contacted the initial reporter to request additional info. With the currently available info, no conclusion can be drawn. This MDR includes all pt, event, and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.